Event description:
The company was informed that the patient had a head injury in the implant area. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.